Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) cracked battery compartment issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 8/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings:.battery compartment cracked from the top to cover part. Battery compartment leak, moisture corrosion inside all internal pump: on the back and inside of the battery compartment, on display board. Dark illegible display at power up with audible .dark illegible display and no vibration due moisture damage. Unable to test any button due dark display, bolus button torn/punctured.